Event description:
Report received indicated stent recoiling. Two smart control stents were implanted. Stent was implanted in the external iliac artery and second stent was implanted in the superficial femoral artery. The target vessels had no calcification or tortuosity and the rate of stenosis is unknown. It was indicated that there was heavy recoiling and the stents could not maintain sufficient recanalisation. Consequently an additional stent (express ld, boston scientific) was placed overlapping with the smart stent, is not known if pre and post dilation was performed. There was no adverse consequence to the patient.

Manufacturer narrative:
Further information revealed that no anomalies were noted during the products' inspection. The guidewire was advance without difficulty. Resistance was not present when the stent delivery system (sds) was advanced to the lesion or when crossing the lesion. The slack was removed from the system. Of note: per reporter the problem was that the stents could not dilate the vessel sufficiently since there was heavier recoiling than expected. Additional stent was placed overlapping, because it has a stronger expansive force. The product remains implanted in the patient and is not available for analysis. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-208-00864 and 9616099-2008-00865.